Manufacturer narrative:
D2b - pro code (product code): lit. G4 - premarket / 510(k) #: k162350.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the anterior tibial artery. After crossing the guidewire, a 4.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilation. However, due to the presence of severe calcification, the balloon ruptured during the initial inflation at 8 atmospheres. The procedure was completed with another of same device. No patient complications nor injuries were reported.